Event description:
According to the reporter, the customer called to report a bravo capsule failure to attach. There was no harm to the patient but a repeat procedure was necessary due to the event. There was nothing unusual about the patient or the procedure itself that led to the failure. An endoscopy was not performed. The user has been performing bravo procedures for over 5 years and was trained by a given representative. Lubricant was used to facilitate capsule placement and the customer reported none got into the capsule chamber. The user is not sure what caused the failure to attach.